Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Almost choked [choking sensation]. Tip that broke in mouth - oral-b [device breakage]. Case narrative: a parent via e-mail stated that their 12 year old male son almost choked on the tip of the oral-b toothbrush refill that broke in his mouth. No serious injury was reported.